Event description:
A nurse reported that during set up of the system, after the procedure had begun, the cassette was leaking and an error code displayed on the screen. The cassette was exchanged and several reboots were necessary to complete the case. There was no pt injury. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).